Manufacturer narrative:
An e1 ringloc bipolar 28x44mm, part # 110010461 from lot 111690, was returned and evaluated against the complaint. Visual inspection found the ring to be bent and protruding from the locking groove of the cup. The chamfer of the ring is oriented properly facing outward. Despite the deformity, the ring still rotates freely within the locking groove. The ring was removed from the cup during the evaluation. The surface of the ring is scratched. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded the most likely root cause of the event is determined to be manufacturing deficiency. A corrective action was previously opened to address the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted report source: (B)(6).

Event description:
It was reported that during a hip procedure the ring of the metal shell protruded from the groove not allowing the polyethylene liner to be fitted. Attempts have been made and additional information on the reported event is unavailable at this time.